Manufacturer narrative:
Analysis found that there was no fault with the device. The device was successfully tested according to manufacturing specifications. (B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A healthcare professional (hcp) reported a complaint with the functionality of the device. There was no patient impact.